Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient complained of a snapping sound, surgeon found cup mal-positioned. Noted that patient had a pelvic fracture before primary surgery. Update (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update (B)(6) 2011 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Added dob. There was no new information received that would impact the outcome of the investigation. (Right side) update: (B)(6) 2014 - medical records received. Patient was revised to address pain and metallosis. The femoral head has been added to the complaint. This complaint was updated on: (B)(4) 2014.